Event description:
Customer stated that they received a reading of 571mg/dl on this meter and then 241 and 243mg/dl on a competitive meter. On a separate occasion, they received a result of 387mg/dl on this meter and 87mg/dl on a competitive meter. A review of the system was attempted over the phone but the test strips the pt was using were expired. The customer was asked to return the meter for further evaluation and a replacement was supplied.